Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant. During the procedure, it was found that the atrial lp failed to be separated from the delivery catheter. The procedure was completed using an alternate atrial lp and delivery catheter on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of separation failure could not be confirmed. Final analysis found the device exhibited normal characteristics without any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.